Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient's blood glucose on (B)(6) 2016 was 27.9 mmol/l with abdominal and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, a frequent and persistent occlusion alarm was reported. It was reported the issue had occurred with multiple infusion sets. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 09/20/2016-product analysis: the device was returned and evaluated by product analysis on 08/22/2016 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple occlusion alarms observed in the black box beginning on (B)(6) 2016 at 15:06; the force at time of occlusions is high. Deliveries resumed on (B)(6) 2016 at 10:02. Review of the total daily dose showed the pump was delivering per the programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.